Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customers reported via phone call of their insulin pump being cracked. The customer's blood glucose level at the time of incident was unknown. The customer states the location of damage is on the battery compartment, and the screen popped out. The customer was advised to discontinue use of the device, and that it would need to be replaced and returned for analysis.